Manufacturer narrative:
(B)(4).

Event description:
Procedure: lap lar. According to the reporter: eea31 was used for dst anastomosis. After firing, the surgeon attempted to remove the device and found the oral side of tissue was not cut completely. The tissue was cut with scissors by the transanal route and the device was removed. Furthermore, the anastomosed part, both the oral and the anal sides, was not stapled and malformed staples were found on the removed tissue. Purse-string suture was performed on the anal side and the rectum was anastomosed again with another device. To avoid a risk, the stoma was created and the procedure was completed. There was tissue damage and unanticipated tissue loss. Pt is under observation. Operating room time was extended by more than 30 minutes.